Event description:
It was reported that deployment issue occurred. The target lesion was located in the non tortuous bile duct. An 8x60x75 epic stent was advanced to the lesion. The physician deployed the stent slightly using the thumb wheel; however, in the process of stent release, the stent came out of the inner sheath and deployed in the target lesion even though the thumb wheel was not rotated. The stent was able to be deployed in the intended target and the procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was received with no original packaging or other devices. The pull grip was completely pulled back. The stent was not returned, which is consistent with the reported information. The markerband and the distal end of the outer sheath were damaged. There was no other damage. There was no evidence of any product quality deficiencies contributing to the damage and reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the non tortuous bile duct. An 8x60x75 epic stent was advanced to the lesion. The physician deployed the stent slightly using the thumb wheel; however, in the process of stent release, the stent came out of the inner sheath and deployed in the target lesion even though the thumb wheel was not rotated. The stent was able to be deployed in the intended target and the procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).